Event description:
Customer reported experiencing occlusion alarms with their insulin pump. Despite these issues, there was no adverse impact on the customer's blood glucose levels, as they remained within the normal range. Various troubleshooting steps were performed, including checking and adjusting the tubing, as well as trying supplies from a different box. Ultimately, it was decided that the customer would continue using the current pump until a replacement was received.

Event description:
Customer reported experiencing occlusion alarms with their insulin pump. Despite these issues, there was no adverse impact on the customer's blood glucose levels, as they remained within the normal range. Various troubleshooting steps were performed, including checking and adjusting the tubing, as well as trying supplies from a different box. Ultimately, it was decided that the customer would continue using the current pump until a replacement was received.